Event description:
It was reported by (B)(4) that during service and evaluation, it was determined that the motor device failed visual inspection as it was received in optical used condition. It was observed that the device showed abrasion on its hose. It was determined that the protective cap cable of the device showed delamination. It was further determined that the device was fully functional but showed loose loctite connections. It was further determined that the device failed pretest for verify that the cord is not damaged, verify housing pin (35) loctite is cured, verify that the modified set screw (34) loctite is cured and cable assessment document observed problems. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Service history review: a review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).